Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: presence of foreign matter inside the package